Manufacturer narrative:
The user facility submitted medwatch (B)(4). For this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system, non-dehp solution set was cracked and subsequently leaked. During patient infusion, the tubing was noted to be cracked "in the connection by the lipid port causing the fluids to back up and result in clotting of the line". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.